Event description:
Asr revision; asr xl - right; reason for revision: component loosening - acetabular cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision.asr xl - right.reason(s) for revision: component loosening - cup.update: added products. Received: may 2nd 2013.update - marked as legal, added kid number, added additonal surgeon, amended original implant date and revision date. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
31 may 2015 - update - notification received from crawfords of a deceased asr patient. The patient was revised of the asr implants, the date of death is unknown but aware this was in late (B)(6) 2015. There has been no allegation of a link between the asr implants and the death of the patient. Location of the explants is unknown. Added patient name, dob, age, gender, and hospital.